Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The lead was not returned; however, analysis of the device memory revealed no anomalies were found. Concomitant product: 4196-88 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the patient presented to the emergency department complaining of worsening fatigue and right upper quadrant abdominal spasms. Interrogation revealed there was no ventricular pacing and the atrial lead was not sensing. A chest radiograph revealed the right atrial (ra) lead dislodged. This was possibly due to twiddlers syndrome. The patient was scheduled for a lead revision and when the pocket was opened purulent fluid was expressed and an overt infection was discovered. Fluid cultures were obtained as was tissue from the device and pocket. Testing revealed there was no growth at day one. The patient was scheduled for a total system extraction. During the procedure scar tissue was noted to be present throughout the lead and notably at the proximal coils. Also noted was binding at the distal aspect of the superior vena cava (svc) coil. The laser size was increased and as it passed the proximal aspect of the svc coil, the patient¿s pressure waves and pressure were ¿drifting down.¿ a trans -esophageal echocardiogram was unremarkable; however, imaging revealed fluid in the right pleural space. Cardio-thoracic surgery was implemented to repair a suspected svc tear. The patient underwent an emergent sternotomy, cardiac bypass, pericardial patch repair of the svc, ligation of the azygos vein, and a massive blood infusion. Open extraction of the biventricular leads was performed. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the device and leads were not replaced.

Event description:
Additional information was received. The chest radiograph revealed the atrial lead was projecting over the superior vena cava (svc). Computerized tomography of the chest showed the atrial lead was displaced into the svc. A small pocket of fluid surrounded the wire immediately above the device was noted. The patient was treated with intravenous antibiotics. Tissue culture results were gram stain negative; devicepocket cultures indicated viridans streptococci; rare gram positive rods; and coagulase-negative staphylococci. The issues were reported to be resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was also noted to have had nausea and vomiting when they had presented to the emergency department.